Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s experience cannot be confirmed. If additional information is received or the device is returned at a later date this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the device activated on its own for a short period of time without pressing the blue activation button. It was reported that the console screen was blinking when this phenomenon occurred. Reportedly, this caused the blade¿s bipolar to function intermittently and eventually stopped working. The physician replaced the blade and was able to get it to function enough to finished the procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Please see the updates in sections: g4, g7, h2, h6 and h10 dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 1 unit was produced under this lot number with no associated process deviations relating to the reported failure.